Event description:
Poster reported "accident which led to the gradual development of anaplastic large cell lymphoma and 13 people died" for an unknown side. Device status is unknown. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The event of "gradual development of anaplastic large cell lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "gradual development of anaplastic large cell lymphoma" this MDR is one of 13 total unsubstantiated reports being submitted for the event of "13 patients died" of "gradual development of anaplastic large cell lymphoma". The other mdrs related to this event are the following: 9617229-2021-57530, 9617229-2021-57531, 9617229-2021-57551, 9617229-2021-57552, 9617229-2021-57553, 9617229-2021-57554, 9617229-2021-57555, 9617229-2021-56301, 9617229-2021-57532, 9617229-2021-57534, 9617229-2021-57535, 9617229-2021-57533.